Event description:
The customer reported the spo2 alarm does not sound. It is unknown if the device was in use at the time of the event. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer reported the spo2 alarm does not sound. It is unknown if the device was in use at the time of the event. There was no adverse event or patient harm reported. A philips field service engineer (fse) went onsite and using a patient simulator, 2022-11-11 00:00:00, performed device testing. The device testing was unable to reproduce the sound issue as reported. The fse verified that all alarms were activated and working correctly. The device was confirmed to be operating per specifications with no failures found. The device remains at the customer site.

Event description:
The customer reported the spo2 alarm does not sound. It is unknown if the device was in use at the time of the event. There was no adverse event or patient harm reported. A philips field service engineer (fse) went onsite and using a patient simulator, 2022-11-11 00:00:00, performed device testing. The device testing was unable to reproduce the sound issue as reported. The fse verified that all alarms were activated and working correctly. The device was confirmed to be operating per specifications with no failures found. The device remains at the customer site.